Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the upper panel assembly and labels to fix the reported issue observed during the pm. The fse also completed the scheduled pm and performed full functional and safety checks to factory specifications. (B)(6).

Event description:
The getinge field service engineer (fse) reported that during a scheduled preventive maintenance (pm), a loose contact at the electrocardiogram (ECG) and pressure monitor input connectors of the intra-aortic balloon pump (iabp) was observed, which was causing interference (pacer spikes) on the ECG trace and iabp trace. No patient was involved and no death or injury was reported.